Event description:
It was reported that the ilet display would not power on despite the charger indicator showing a green light, and the user¿s blood glucose remained stable at 138 mg/dl; the user transitioned to backup multiple daily injections while traveling. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery and reliance on backup therapy. Investigation included technical troubleshooting and device replacement logistics. Investigation of this device revealed a suspected device power-on/display malfunction consistent with a hardware screen unresponsive issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."